Event description:
We put into service 40 transportpro monitors manufactured by ge. Each comes with a detachable external power supply with a frail connection to the monitor. This connection is not manufactured to withstand normal use. To date, we have 8 of 40 power supplies where the connection has broken off. Charging power supplies are not available for charging of the batteries due to this failure. Without the chargers, there is potential that the batteries will fail in transit. All of the connectors are broken off in the same manner. The plastic part of the connector is missing (left inside the connector in the monitor)and the pins are left exposed. The connection on these power supplies is not robust enough to withstand normal use, particularly in our fast-paced or/pacu environment. The manufacturer informs users to 'gently' insert the connection of the power supply into the monitor. However, the design of these devices failed to take into account the actual use of the devices.